Event description:
Dr. (B)(6) at (B)(6) hospital reports that both of the pt's pumps were giving a high-pressure alarm. Pt attempted to call the (B)(6) md office but they were closed, so pt had been advised to go to the ER. Dr. (B)(6) states that his hospital is the facility closest to the pt, but they are a small facility and do not usually handle pt's (B)(6) meds, so dr. (B)(6) was calling for help troubleshooting pt's pump issue. Rph advised that pt's are usually sent to the ER for supportive care if there is an issue with both of the pt's pumps. Dr. (B)(6) reports that pt has been without veletri for about 2 hours. Dr. (B)(6) states that pt usually goes to the (B)(6) for assistance with their (B)(6) meds. Product lot number and expiration date were systematically retrieved from the dispensing system. Rph was unable to assist further and dr (B)(6) stated he was getting a call back from the (B)(6) wisconsin so he will call pharmacy back if any other assistance is needed. Pump serial numbers and maintenance due dates unk. No add'l info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Pump return tracking info is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? Yes, if yes, was any medical intervention provided? Pt at ER. Is the actual product available for investigation? Unk: did pharmacy replace product? No; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? No. Reported to (B)(6) by health professional.